Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the t: slim insulin pump is beeping and the quick bolus button and touch screen are unresponsive even when plugged into a power source.